Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported that the battery voltage was too low during pre-use setup. There was no patient involvement. The field service engineer (fse) determined that the battery is over 5 years old and needs to be replaced.

Manufacturer narrative:
G4: 31mar2020. B4: 01apr2020. The field service engineer (fse) replaced the battery and the problem was resolved. The battery was past its life expectancy of 5 years. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.